Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from a locking titanium adapter during the night, without the patient manipulating it. This event occurred during use with patient involvement. The patient reconnected the transfer line. The transfer set had been in place for approximately 6 months. The patient received prophylactic antibiotic treatment and their transfer set has been changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.